Event description:
The patient was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of lioreseal for intractable spasticity due to spinal cord injury/spinal cord disease. The patient experienced increased spasticity and was hospitalized on 10/30/1999. The hcp performed csf cultures which were negative, as well as a wbc blood count, which was elevated. The catheter was flushed and found to be patent. A dye study was not performed. The hcp stated the pump had been flipped in the pocket in the past and he had to flip it back to perform a refill procedure. The hcp thought the catheter may have been kinked as well. A rotor study showed the pump rotor had stopped. The pump was explanted in 1999 and another synchromed pump was implanted. The patient received a bolus of 50 mcg followed by another of 200 mcg. The patient improved with a diprivan (propofol) drip and admission to the ICU.